Manufacturer narrative:
The insulin pump was received with cracked end cap, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had crack on the screen and reservoir compartment. The customer's blood glucose was 120 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.